Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial#: (B)(4), implanted: (B)(6) 2017, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's left implant had impedance issue on c <(>&<)>2, 0<(>&<)>2, 2<(>&<)>3 showing >10k ohms. The right ins has no impedance issue. The patient said they had a shocking sensation also. The rep indicated they would be sending the left ins back for analysis.